Event description:
It was reported that a patient's device was showing high impedance and current not delivered in clinic. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
X-rays were received for the patient. The generator placement, the feedthru wires appear intact, and the connector pins could not be assessed as the generator was not within the field of view of the x-ray image. The lead was visualized in the neck. Strain relief bend was present however no loop could be visualized within the scope of the image. Three tie downs were present. No sharp angles were observed in the lead. The lead was assessed for fractures and a potential discontinuity was identified under the second electrode coil. Based on the x-rays received, the cause of the high impedance is possibly related to the discontinuity identified. Note that the presence of problems in obscured portions of the lead and microfractures cannot be ruled out. No surgical intervention has been reported to date. No additional relevant has been received to date.